Event description:
The customer reported a failure to discharge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a failure to discharge. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.